Manufacturer narrative:
A partial lead measuring 34.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to dislogement. Patient is doing well and will continue to be monitored.